Event description:
The following additional info was received from the reporter after submission of the initial medwatch: the perclose device was used following a cardiac catheterization. The reporter stated, "there had been a big intimal disruption and the common femoral atery was thrombosed." The pt symptoms were unk to the reporter, but the onset was within 12 hours of the procedure. The pt went to surgery for a thrombectomy and arterial repair. The pt had an extended time in the ICU. It was unknown to the reporter if the pt's pulses returned to pre-procedure quality. The pt was discharged home without further event and with a "viable foot."

Event description:
User facility medwatch received from cdrh which states "perclose percuntaneous arterial puncture site closure device appled after cardiac cathterization resulted in arterial injury and thrombosed common femoral artery. This required emergency vascular surgery for arterial reconstruction and limb salvage followed by ICU admission and inpatient hospitalization." Additional info has been requested from the customer. At present, no additional info has been received.

Event description:
User facility medwatch received from cdrh which states "perclose percutaneous arterial puncture site closure device applied after cardiac catheterization resulted in arterial injury and thrombosed common femoral artery. This required emergency vascular surgery for arterial reconstruction and limb salvage followed by ICU admission and inpatient hospitalization." Additional information has been requested from the customer. At present, no additional information has been received.